Event description:
As reported by the user facility information by bbm sales organization in brazil: "underinfusion". Customer statement: "on (B)(6) 2022, the drug (busulfan) would be infused in 3 hours on the patient. The drug was infused in 1:30 hours longer than the programmed. The customer requested an evaluation of the event logs of the day ((B)(6) 2022).".

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.